Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site number: 3010605379.

Event description:
The health care professional reported that when the patient who was finishing a surgical procedure for washing and debridement of right trochanteric pressure ulcers and the surgeon was cleaning with the company's product, at that moment he noticed that the patient had a bleeding artery. Upon this discovery, the surgeon decided to activate the electro scalpel for coagulation. At the time of activation, the surgeon was holding the company's product in the hand opposite the electro scalpel, with the two instruments approximately ten centimeters (10 cm) apart. When this medical device began to generate combustion and an intra surgical fire occurred. Immediately, the surgeon threw the company's product outside the surgical field onto the floor and the medical staff puts out the fire. No photo is available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Nonconformance report (ncr) was completed by supplier (B)(4). Production records for the lot t3226 were reviewed and no manufacturing issues were found, and the product was confirmed to have been produced according to specifications. Root cause identified: the issue resulted from the wipe's extremely flammable liquid being near a heat source, a risk that's clearly communicated on the product's packaging and instructions for use (IFU) corrective/preventative action: no corrective and preventive actions (CAPA) actions were deemed necessary from the supplier's side since the product met all requirements and carried the appropriate warnings. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, third party manufacturing site number: 3010605379.

Event description:
To date no additional patient or event details have been received.